Event description:
Patient was implanted with a patch in the femoral position in 2007. After implantation, a kinking of the patch was evidenced in the middle of the product, hemodynamically relevant. It was reported that the patch kinking was probably due to a technical problem of the physician's sewing. An incision of the patch was performed and an additional patch was implanted. This new procedure was successful.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the patch remained implanted in patient. It was not possible to perform a review of the device history records since product identifiers were not provided to the manufacturer. No conclusion can be drawn. A follow up report will be submitted within 30 days upon receipt of any relevant information.